Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear bent/kinked. No damage was observed in the fluid path that would result in the device failing to deliver insulin. Internal corrosion was noted in the received device, mainly on printed circuit board (pcb) and traces on the top battery. Although the three batteries were functional, pod data was downloaded by powering pcb using external power supply. No source of internal fluid leakage was found and no damages were observed on the outer housing that would allow fluid to enter inside the device. The actual source of the corrosion could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient¿s blood glucose reached 28 mmol/l (504.5 mg/dl) and that the cannula was bent. The pod was worn between 4 and 24 hours on the abdomen. Hyperglycemia treated by patient activating new pod and a manual injection with an insulin pen.